Manufacturer narrative:
Emdr section h6, codes c19, d15, and d1002 updated to reflect results of product evaluation. <evaluation summary>, the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates the deployment knob is detached from the hub with some deployment line pulled. Deployment could not continue via the knob or traction at the endo. The returned non-gore guidewire could not be removed from the device. The reported failure mode of failure to deploy is consistent with the findings of the deployment knob detached from the hub and loose deployment line, indicative of deployment by the user, and engineer¿s inability to continue deployment via the knob. Engineering evaluation of the device could not confirm the reported failure. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the reported failure mode could not be established within the engineering evaluation.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment for a left upper arm loop shunt and stent grafts occlusion. A thrombectomy was performed. Then a ballooning using a shiranui 6 mm, 40 mm balloon was performed. A gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was inserted into the target region. After pulling the deployment line approximately 4 cm and deploying about 1 cm from trailing end, it became stuck. At that point, the catheter was bent and appeared slightly raised around the trailing side of the mounted stent graft. In an effort to allow the deployment line to be pulled, the catheter was moved back and forth. This maneuver resulted in kinking at the trailing side of the mounted stent graft. The vsx device was removed without deployment, and the procedure was concluded. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.